Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5076-52, lead; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that one day post implant the patients right ventricular (rv) lead exhibited undersensing/diminished sensing. A lead dislodgement was found via fluoroscopy. A lead revision is scheduled. The lead currently remains in use. No patient complications have been reported as a result of this event.